Event description:
We became aware on 4/03/2025 that a sign im nail implanted to repair a fracture was replaced due to a bent nail. The bent im nail was replaced with a 9 mm x 380 mm standard im nail per the sign technique manual.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the bent nail is undetermined but suspected to be caused early full weight bearing. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.